Event description:
The customer reported that a system crash occurred during left ventricular graph analysis.

Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.